Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oaz and similar past cases, there was the possibility that the reported event was attributed to the remaining of the foreign material in the instrument channel of the subject device, which might be caused by user's insufficient reprocessing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device, but the reported event could not be confirmed. In addition, it was found that there was no abnormality which might be related to the reported event. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device at the user facility, a foreign material came out from the channel of the subject device and went into the patient body. Then, the foreign material was retrieved from the patient body during the procedure. The doctor stated that the patient was fine and there was no adverse event due to the subject device. There was no report of patient injury associated with this event.